Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Complaints will continue to be reviewed and monitored for trends.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection was noticed on the common carotid artery as the physician was advancing the arterial dilator. The physician elected to convert to a carotid endarterectomy (cea) procedure to resolve the reported issue. The patient was reportedly neurologically intact after the completion of procedure. No further issues were reported.